Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image is not displayed due to defective conduction caused by disconnecting of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the videoscope cable exhibited no image output when using the gastrointestinal videoscope which had poor continuity due to the disconnection of the side connector. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.